Event description:
Intra-aortic balloon pump (iabp) device with axillary vascular access alarm sounded. Rn went to room to check patient and device, found helium line with appearance of blood/red fluid. Amount of blood in helium gas line appeared to increase. Patient vital signs stable. Pump turned off and tubing clamped. Patient transported with everything attached to catheter lab. Iabp line removed and replaced. Device inspected by physician, could not determine or locate leakage. Device at issue sent back to manufacturer for evaluation.